Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported on a 42 year old male on a impella cp due to acute myocardial infarction. During support, the patient developed hemolysis after the compressions. The hemolysis was resolved after being given fluids. The patient survived the procedure.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis/mechanical interaction with blood: based on the clinical details provided and no distinct findings in the data logs, the cause of the mechanical interaction with blood is most likely due to an unintended user error as the staff believed it was due to the compressions given not the impella as it also resolved during support. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Additional information clinical rationale: an impella cp was inserted via the right femoral artery in a 42-year-old male patient for cardiogenic shock following an out-of-hospital cardiac arrest. The patient had hemolysis and was given fluids, the team reported that the hemolysis was believed to be related to compressions. The impella cp will be coded for hemolysis and serious injury. The hemolysis was most likely related to patient-specific factors, including critical illness, underlying cardiac dysfunction, and potential hemodynamic instability. Hemolysis is a known risk described in the IFU.